Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: evaluation revealed that the display was discolored. Unrelated to the display issue, the audio bolus button was found to have peeled off and was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/10/2015.